Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 128 alarm was found in the black box due to an unconfirmed call service 162 alarm. Unrelated to the original complaint, the battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.